Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Since it is found from the manufacture date that this product was produced before he design change of the power switch, it is presumed that the power switch had stuck because the operating force amount and frequency during application of the power switch exceeded what was normally expected. It was confirmed that design change was performed for improving durability against the power switch failure. The design change was implemented november 18, 2013. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the power button was observed stuck in the off position.

Event description:
A user facility reported to olympus that the power switch was stuck. There was no patient injury or harm, associated with the problem, reported to olympus.